Manufacturer narrative:
The customer's biomed evaluated the iabp and found it to be functioning normally. Datascope's manager, compliance contacted the customer to obtain additional info related to the event. The customer advised that the ECG amplitude from the pt was too low to trigger the iabp assist function. They provided pt strips from an external monitor for review. The strips confirmed that the pt had a very low voltage ECG and was very hypotensive, which would make it difficult to obtain a trigger source. The customer has been unable to provide strips from the iabp for the time of the event. If additional info is obtained, a follow up medwatch will be submitted.

Event description:
The customer reported that while the iabp was in use on a pt that was being v-paced, the iabp was unable to trigger. The customer performed an autofill, but the iabp still would not trigger. The console seemed to freeze. The pt expired; however, the customer does not attribute the pt's death to the iabp.